Event description:
The customer's father reported that the customer went to the hospital for an infusion site infection. The infection left a boil the size of a quarter that was popped and drained by the doctors at the hospital. The customer was given an IV drip of antibiotics as well as a 10 day oral antibiotic treatment. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.